Manufacturer narrative:
It was reported that the subject device's fan needed replacement. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a black image at an unspecified procedure. It is unknown how procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was not identified as no device return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.